Event description:
Needed gauze for a patient's wound and opened a new box of curity gauze sponges to find one was opened and empty and the other had a broken bottom seal, compromising the integrity of the gauze sponge.